Manufacturer narrative:
(B)(4). The complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned one actual sample was received for investigation. Functional testing confirmed cuff deflation after inflation. Visual examination identified a tear localized and linear, presenting as an irregular slit with rough, uneven edges. Under magnified inspection, the defect exhibited a non-uniform, jagged morphology consistent with a mechanically induced cut rather than a process-driven failure. Based on the localized nature of the damage, the absence of material degradation features, and the lack of systemic defects, morphology is most consistent with external mechanical damage. With the available evidence, the defect is unlikely to be associated with any manufacturing material or process abnormality. The complaint of cuff leakage is confirmed and was attributed to a cut on the tracheal cuff. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "customer noticed leaks in the tracheal cuff of the dl tube! It was replaced by another device successfully. There was no reported patient harm."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "customer noticed leaks in the tracheal cuff of the dl tube! It was replaced by another device successfully. There was no reported patient harm."